Event description:
Additional review of the in-house generator history revealed high impedance was observed on (B)(6) 2014 with dcdc = 4. Several subsequent system diagnostics were performed on this date, and they were within normal limits.

Manufacturer narrative:
Initial reporter name and address, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
The supplemental report #2 inadvertently did not check "product problem." The supplemental report #2 inadvertently did not update the suspect device information. The initial report inadvertently indicated the device was explanted, although there was no report of this definitively. The supplemental report #2 inadvertently did not check "malfunction.". Device manufacturer date, corrected data:

Event description:
Additional information was received reporting that the generator was not replaced on (B)(6) 2014. The high lead impedance was resolved during the surgery on (B)(6) 2014 without generator replacement. No additional relevant information has been received to date.

Event description:
It was reported that the vns patient was scheduled for exploratory surgery and possible device replacement for unknown reasons. Surgery was performed on (B)(6) 2014 and the patient¿s device was replaced. It is unknown whether the generator, lead, or both devices were replaced. The explanted device(s) have not been returned to date.